Event description:
The patient contacted lifescan (lfs) alleging that his one touch basic enhanced meter was prompting the not ok message upon powering on. The patient contacted his physician, as he was unable to test. He advised the patient to contact his pharmacist. The pharmacist then advised the patient to contact lfs. The patient tests 5 times a day. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.